Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were observed in the download data. The pod ran for a total of 58 pulses before deactivation, of which 48 were in first prime. No damages or deficiencies were observed on the needle mechanism. The needle mechanism was reset and redeployed without issues using the lock and load fixture. The cause of the reported needle mechanism complaint could not be determined.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.